Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 06/02/2022 it was reported by a sales representative via sems that an ar-8973ds fibulock implant system had an issue. While performing the fibulock procedure on (B)(6)2022, the surgeon had difficulty advancing the 6.2mm reamer over the 1.6mm wire, even while applying force. The reamer was very difficult to advance and eventually made its way to the desired depth. After removing the reamer they noticed the wire was chewed/about to break so they replaced it with the second wire and the case went smoothly. The case was completed successfully. This was discovered during use with no impact to the patient. On 06/07/2022, the sales representative stated the following information via phone: the distal reamer 6.2mm was very difficult to advance into the distal fibula, not spinning very well. It was noticed after reaming, that the guide wire was frayed 5-6 cm up the wire, had a damaged surface, and was about to break, but did not break inside the patient. They removed the wire in one piece and replaced it with the second wire. The case was completed successfully with no impact to the patient, and the patient was fine to date. No further action was requested, the sales representative just wanted to document the complaint.